Manufacturer narrative:
H4: the lot was manufactured from september 23, 2019 - september 24, 2019. H10: the device was received for evaluation containing approximately 40 ml fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate had large air bubbles. It was further reported that there were 1-2 air bubbles that were approximately 12mm in size present at separate intervals. The device was filled with 2000 mg ceftriaxone in 50 ml 0.9% sodium chloride. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.